Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a conclusive root cause could not be determined. Per the legal manufacturer, the other device defects included in the initial medwatch have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced b30 communication errors. It was unknown was procedure was being performed. The procedure was completed with a different device. It was unknown if there was a delay or if the patient¿s anesthesia was extended. The procedure was not cancelled or postponed. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of the b30 scope communication error could not be confirmed. However, the socket slider was worn out and may have contributed to the event causing intermittent use of high intensity mode. Additionally, the following findings were discovered and are as follows: (a.) The bottom chassis was rusted, (b.) There were scratches on the top cover of the housing unit, (c.) The housing unit front panel mouth had a scratch, (d.) The connections had a worn out socket slider causing intermittent use of high intensity mode, (e.) And the olympus lamp life meter was reading over 500 plus hours, lamp life is expired. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.